Event description:
It was reported that right atrial (ra) lead had signs of lead noise as well as decreased impedance and sensing. The lead was explanted and replaced. The patient is in stable condition.

Manufacturer narrative:
The reported events of noise, low pacing impedance, and p-wave amplitude were confirmed. As received, only the distal portion of the lead was returned for analysis. Electrical testing did not find any indication of conductor fractures although an internal short was noted. Further examination of the lead found a full breach of the inner insulation at the distal region on the returned lead. The cause of the reported event was isolated to the exposure of the coil in the abrasion zone. All other damages noted are consistent with procedural damage.